Event description:
The customer reported the system displayed a precharge error upon boot. This error is likely to prevent the system from booting to a usable stated. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.